Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the top corner of the bags. The leaks were discovered during filling and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between september 01, 2018 - september 02, 2018. The actual device was not available; however, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.